Manufacturer narrative:
The device is not available for evaluation.

Event description:
It was reported between end of procedure and the 1 day post procedure follow-up thrombectomy procedure on (B)(6) 2020 the patient experienced a hemorrhage. It is noted that the adverse event has possibly relationship to the subject study retriever device, a stroke (disease under study) and an underlying condition. The outcome of the adverse event was death to the patient. No further information is available.

Event description:
It was reported between end of procedure and the 1 day post procedure follow-up thrombectomy procedure on (B)(6) 2020 the patient experienced a hemorrhage. It is noted that the adverse event has possibly relationship to the subject study retriever device, a stroke (disease under study) and an underlying condition. The outcome of the adverse event was death to the patient. No further information is available.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a clinical study, a serious adverse event occurred: hemorrhage and patient death. Good faith effort attempts to contact the person(s) with investigation information (hospital or surgeon in this case) concluded that no additional information can or will be provided; customer / sales rep confirmed that no further information will be released by the hospital or surgeon. Therefore, further attempts will be discontinued at this time. The reported event of patient hemorrhage, blood loss with sequalae and patient death is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.